Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose value was unknown. Customer stated that the insulin pump's no delivery alarm solved by changing reservoir. Customer also reported that insulin pump had physical and cosmetic damage. The customer stated that battery only lasting 1 to 2 weeks. The device will not be returned for analysis.